Event description:
It was reported the pump was alarming abnormally many times for air and occlusion. There was patient involvement and there was no human harm/ adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: device was not returned. H3/h6: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot 4320131 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. The investigation was unable to confirm the reported issue. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.